Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 54.6 mm in diameter and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. The patient tolerated the procedure with no reported endoleak. On (B)(6) 2015, it was reported that the patient had a type ii endoleak. On (B)(6) 2016, the patient underwent re-intervention and the branch vessels of the inferior mesenteric artery on the right and left side were embolized and successfully resolved the endoleak. The patient tolerated the procedure and was released to home this same day.